Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega needle driver instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not find any abnormalities on the instrument when first inspecting it but observed restricted use of the jaws during the case and found the broken cable. At that time, the surgeon immediately stopped other operations, so other issues like left/right (yaw) motion of the grips or up/down (pitch) motion of the wrist were not confirmed. The customer could confirm that the instrument did not have any collisions during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm mega needle driver instrument was analyzed and was found to have a broken grip cable at the proximal end. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.